Event description:
Infused 100-200cc of fluid into the forearm of the pt. The fluid was drained, the IV was repositioned and the pump was replaced. The therapy was continuous on a recently admitted female pt in the emergency room. The incident occurred at 10pm on (B)(6) 2011. The pt's status was stable.

Manufacturer narrative:
The device investigation is currently underway. A follow-up report will be submitted upon completion of the investigation.